Event description:
Reporter alleged he felt the hyperglycemic symptoms of frequent urination, excessive thirst, headaches, fatigue and blurred vision. Reporter stated he attempted to test on his aviva system, but could not because of first an error and then power concerns. Reporter's daughter called the emts, who obtained a result of 512 mg/dl on their system, and he was taken to the hospital where he was treated. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.